Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The patient reported that their personal diabetes manager (pdm) was not holding a charge. The pdm would be at 100% charge while being plugged in, but when the pdm was unplugged from the charger, the battery immediately drops to 0% and the patient does not have a backup. At the emergency room, the patient was treated with insulin and was provided insulin pens. The patient was discharged after 3 hours.